Event description:
Additional information received reported that a computed tomography (CT) scan showed hip burcitus unrelated to the device. The bleeding was also unrelated. The health care provider (hcp) and patient decided to turn stimulation back on and move forward with the implant because efficacy was "so great."

Event description:
It was reported the patient experienced post-operative rectal bleeding and pain in their left and right hip. It was stated stimulation was turned off once the pain was reported but the patient continued to complain of pain. It was also stated that the patient had CT scans on (B)(6) 2013 and it was confirmed the tined lead had proper placement. It was noted that the patient was hospitalized one night. Reportedly, the stimulation was turned off and the cause of the hip pain was unknown at the time of report. The patient was scheduled for an explant on (B)(6) 2013. Additional information was requested, and if received, a supplemental report will be filed.